Manufacturer narrative:
A complaint was received which mentioned a delay in patient treatment. This may be potentially associated with a discordant elevated sodium. Siemens requested information multiple times and no further information has been provided.

Event description:
A complaint was received which mentioned a delay in patient treatment. This may be potentially associated with a discordant elevated sodium. Siemens requested information multiple times and no further information has been provided.

Event description:
A complaint was received which mentioned a delay in patient treatment. This may be potentially associated with a discordant elevated sodium results. Siemens requested information multiple times and the only information received was that a child had a vomiting illness and the treatment of giving fluids was delayed because they had to wait for the lab results. The sodium was repeated and the results were in the reference range.

Manufacturer narrative:
Siemens review of the instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined and a cartridge failure cannot be ruled out. Enclosed photos sent by the customer show excessive salt around the sample port/luer area. The customer stated that they replaced the measurement cartridge to resolve the issue and the system is operational.